Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was found that the pacemaker had some scratches on the can. The pacemaker was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: section d9: date returned to manufacturer is 20 may 2025, instead of 8 july 2025.

Manufacturer narrative:
The reported event of product quality problem was not confirmed. The device was received with normal outputs and normal telemetry communication. Visual inspection of the device did not find any scratch or signs of imperfection. Electrical and mechanical tests performed including output verification and physical evaluation did not identify any anomaly or functional issues.